Event description:
It was reported during use the syringe 1.0ml 30ga 8mm 7bag 420cas jp shield had foreign matter on device cannula / in fluid path / deformed stopper/ plunger rod difficult to move. The foreign matter occurred 1 time the deformed stopper occurred 8 times. The difficult plunger rod movement occurred 8 times. The following information was provided by the initial reporter: stoppers were deformed and plungers were hard to draw. Rust on a needle.¿

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the syringe 1.0ml 30ga 8mm 7bag 420cas jp shield had foreign matter on device cannula / in fluid path / deformed stopper/ plunger rod difficult to move. The foreign matter occurred 1 time. The deformed stopper occurred 8 times. The difficult plunger rod movement occurred 8 times. The following information was provided by the initial reporter: stoppers were deformed and plungers were hard to draw. Rust on a needle.¿